Event description:
It was reported that the pump showed a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing confirmed the reported issue. The dso seal was replaced, and the sensors were calibrated. Software was updated and the pump passed all tests after repair.